Event description:
Health professional reported injecting a patient in the tear troughs and the corners of the mouth with 1 cc of juvéderm volbella® xc. The patient experienced ¿vascular occlusion¿ that day at the right cheek, right eyelid and right nasolabial fold. Patient was treated that same day with hyaluronidase and with asa, prednisone, doxycycline, sildenafil, and valacyclovir that lasted for 3 days. Two days later, the patient was given more hyaluronidase and again the next day. The following day, the patient was treated with platelet-rich plasma (prp) and a chest radiograph (cxr) was performed in preparation for hyperbaric oxygen treatment that resulted ¿negative.¿ the following day, the patient was treated with hyperbaric oxygen x 7 days. The following day, the patient received additional hyaluronidase and was then treated with additional prp the next day. The patient has a history of unspecified dermal fillers. Health professional noted "patient is continuing to improve each day and expect full recovery; monitoring closely."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the health professional reported that the event resolved a month after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the tear troughs and the corners of the mouth with 1 cc of juvéderm volbella® xc. The patient experienced ¿vascular occlusion¿ that day at the right cheek, right eyelid and right nasolabial fold. Patient was treated that same day with hyaluronidase and with asa, prednisone, doxycycline, sildenafil, and valacyclovir that lasted for 3 days. Two days later, the patient was given more hyaluronidase and again the next day. The following day, the patient was treated with platelet-rich plasma (prp) and a chest radiograph (cxr) was performed in preparation for hyperbaric oxygen treatment that resulted ¿negative.¿ the following day, the patient was treated with hyperbaric oxygen x 7 days. The following day, the patient received additional hyaluronidase and was then treated with additional prp the next day. The patient has a history of unspecified dermal fillers. Health professional noted "patient is continuing to improve each day and expect full recovery; monitoring closely."